Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's malfunction was not confirmed. In addition, despite 3 gfe, the user did not reply to inquiry by olympus. Further information is not available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a reprocessing issue. The event was observed during reprocessing. There were no reports of patient involvement.